Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was replaced. The patient was stable throughout.